Event description:
It was reported that the implant would not disengage from the driver (pulled out with driver) during a biceps repair. The surgery was delayed approx 40 minutes, however, no adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the customer's complaint could not be verified. The cause of the event could not be determined without implant eval. This is the first complaint of this type for this part/lot combination.